Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was extracted and replaced due to high capture threshold and high impedance. Patient was asymptomatic and stable after the procedure. A suspected lead fracture and some insulation break were suspected due to subclavian crush, but the anomaly was not identified.